Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non rechargeable ipg reached end of life. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well. Explanted ipg was discarded.